Manufacturer narrative:
(B)(4) initial report additional information, including post primary and pre revision x-rays, operative notes, patient medical history, patient age and activity level and return of the explanted devices has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records shall be identified and reviewed.

Event description:
Cormet revision after approximately 10 years and 3 months due to pain and elevated cobalt and chromium ion levels. Please note: corin were originally notified on (B)(4) 2018 of this event and that a revision was pending. Further information was then received on (B)(4) 2018 to confirm that the revision had occurred on (B)(6) 2018.

Manufacturer narrative:
Per (B)(4) final report. Patient also filed a medwatch report (mw5085656-2) which was received by FDA on 08 apr 2019. Device details, operative notes and xrays were provided, and the cormet unipolar head was returned. Investigation was performed by analysing the manufacturing records, the operative with xrays, and the explanted unipolar head. Investigation concluded that : the reason for revision was conflicting when compared to the statements in the operative notes. The cormet unipolar head and cormet mom cup conformed to dimensional and material specification at the time of manufacturing the unipolar head was not indicated or approved for use with the cormet mom cup. Thus corin considers this case closed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Cormet revision after approximately 10 years and 3 months due to pain and elevated cobalt and chromium ion levels. Please note: corin were originally notified on (B)(6) 2018 of this event and that a revision was pending. Further information was then received on (B)(6) 2018 to confirm that the revision had occurred on (B)(6) 2018.